Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The bronchovideoscope exhibited foreign material in the channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not confirm that foreign material/blood adhered/clogged the biopsy channel. It is possible that foreign material may not have been removed because reprocessing could not be conducted properly due to a leak at the biopsy channel. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in bf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.